Manufacturer narrative:
Follow-up #1: date of submission 08/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the review of the black box data showed several power reboots on the date of the alleged issue occurrence. The pump was able to power on. Visual inspection revealed moisture under the display lens. A leak test was performed and failed due to a display lens leak. The pump was opened up and further moisture damage was noted to the continuous glucose monitoring board and the printed circuit board. Further testing was limited due to a secondary unresponsive keypad issue; investigators were unable to execute a basal delivery program to confirm the original intermittent power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged intermittent power issue and reported moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.